Manufacturer narrative:
No probe sample has been returned for evaluation. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe failed to cut during a surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for evaluation.